Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 33.3 mmol/l), 0.6 mmol/l, and hi (greater than 33.3 mmol/l). And at a later date: 19 mmol/l and 3.9 mmol/l. No adverse event reported. The remaining test strips were discarded; therefore, no test strips could be requested to be returned for product evaluation.